Manufacturer narrative:
Customer complaint cannot be confirmed; they cannot provide any information about the inaccurate drip rate, vtbi, event date.etc. Customer stated the infusion is still not completed after their desired pre-set time. Normal practice was followed to run an infusion 83.3 ml/hr for 10 hrs, the volume infusion is within the 5% specification, nothing wrong. Pvt (performance verification test) pass. Probable cause: no fault can be found.

Manufacturer narrative:
The device may be available to be returned for evaluation; however, it has not yet been received. Several attempts for device return have been made.

Event description:
The complaint/event involved a plum 360 driver intl eng that reportedly had an inaccurate drip rate. This is a general inaccuracy complaint as the user was unable to provide any detail such as particular drip rate and/or volume. The reporter became aware of the event when the pump was returned from biomed with signed note from b4 from the clinical setting. The product was not in use with a patient when the event occurred. The reporter reviewed the alarm log/history and did not identify any related message. There was no human harm as a result of this complaint/event.